Event description:
It was reported that during a prostate procedure, the staples did not form. Sutured the tissue to complete the staple line. The patient is stable at this time.

Manufacturer narrative:
H6: information anticipated, but unavailable at this time.